Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.